Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. The product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the customer states an issue with the product which occurred during a thoracoscopic wedge resection. The surgeon was using the stapler to wedge the lung. There were no issues firing the reload. At the back table, the surgical tech pressed the articulation while loading a new reload onto the adapter. From that point forward, the surgical tech was unable to close the jaws of the reload. She tried pressing the blue button and resetting to default by pressing both buttons. The tech then removed the adapter and reattached it. She then straightened the reload and was able to remove it from the adapter. The surgical tech loaded a new reload and cycled the instrument. The surgeon used the handle with new reloads to complete the procedure. No patient injury or extension in surgical time. Patient status is alive, no injury.